Manufacturer narrative:
The unit had an intermittent button response due to moisture damage on the keypad trace. The unit was monitored for 4 days and had no time gain or loss. The unit had a severely scratched display window and a cracked reservoir tube lip.

Event description:
The customer's daughter called in to report a keypad anomaly and that the time and date were changing randomly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 146 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.